Manufacturer narrative:
There are no reports of any external trauma received by the firm and no indication of any device failure. The movement of the lead took place less than a month after the initial implant. The cause of the lead migration is unknown based on the information available to the firm. Migration of implanted components is a known inherent risk of implantable neuromodulation devices.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 targetting the suprascapular nerve to treat shoulder pain. After activating the system, the patient reported a loss of therapy and it was discovered that the implanted lead had migrated away from the nerve target. A surgical revision was performed on (B)(6) 2024 to replace the migrated lead.